Event description:
The patient received an scs system on (B)(6) 2011. It was reported that during the patient's trial procedure, he felt light-headed and thought this was because he was not receiving oxygen. It was reported the patient has recovered. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.